Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump touch screen was missing pixels which led to an unreadable display. The customer¿s blood glucose level was 135-36 mg/dl. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
B5.

Event description:
It was reported that the pump touch screen encountered a pixel issue which led to an unreadable display. The customer¿s blood glucose level was 135-136 mg/dl. The customer continued to use pump for insulin therapy.